Event description:
B.braun easypump was leaking after filling with normal saline. On (B)(6) 2023, easypump 250 ml volume, 175ml/hr rate, ii st 250-1,5-s ref 4540050-02. The lot number is 22h04ge72r first affected pump was filled with 192.5 ml normal saline using a baxa repeater pump at medium speed setting, then 7.5 ml of vancomycin 0.75 gm solution was added manually with a syringe. After clamps and caps closed, the pump was found to be leaking at the base, where the tubing comes out of the hole at the bottom of the white cap. Pt was not affected or involved because the issue was noticed before dispensing to the pt. Braun product incident report (pir) (B)(4).